Event description:
It was reported patient had a revision of right hip, trunnion broke on hip stem. Doctor took out hip stem and replaced with acetabular insert and added revision hip stem.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.